Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Procedure: micro endoscopic discectomy (med) it was reported that during surgery, the device could not fixed rigidly. No patient complications were reported as a result of the event.